Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor patch; no issues were observed. The sensor data was extracted successfully using an approved software. Watermark was observed at the base of the tail indicating the sensor was properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a scan of 84mg/dl, 82mg/dl on the adc device compared to a reading of 42mg/dl respectively obtained on an another abbott diabetes care (adc) device and the results, when plotted on a parkes error grid, fall into c zone, showing the difference in values to be clinically significant. The length of sensor wear was 9 days. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as heart palpitation, distracted, dizziness, sweating and was unable to self-treat, requiring treatment of glucagon and baqsimi nasal spray provided by the non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a scan of 84mg/dl, 82mg/dl on the adc device compared to a reading of 42mg/dl respectively obtained on an another abbott diabetes care (adc) device and the results, when plotted on a parkes error grid, fall into c zone, showing the difference in values to be clinically significant. The length of sensor wear was 9 days. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as heart palpitation, distracted, dizziness, sweating and was unable to self-treat, requiring treatment of glucagon and baqsimi nasal spray provided by the non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.